Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. The cause of death was not provided. The customer's healthcare provider (hcp) did not have any other information, as the customer had not been seen by the hcp in over 3 years.